Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer attempted to use different wall adapters and charging cables, but the issue persisted. Technical support decided to replace the pump. As no backup insulin therapy was available, the customer planned to contact their healthcare provider.